Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the mildly tortuous and severely calcified mid right coronary artery (rca). A 2.50mm x 12mm emerge balloon catheter was advanced for dilatation. However, during the first inflation at 11 atmospheres for 8 seconds, the balloon ruptured. The device was removed and the procedure was completed with a 2.5 x 12 nc emerge balloon catheter. No patient complications were reported.